Event description:
Boston scientific received information that this left ventricular (lv) lead was observed to be related in diaphragmatic stimulation to the patient. A revision procedure was performed and this lv lead was explanted without complication. No adverse patient effects were reported during the procedure. The lead was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, the device was thoroughly inspected and analyzed. Direct current resistance testing confirmed the conductive paths to be within specification. The stylet was not inserted due to dried body fluid in the lead lumen at the tip section of the lead. No further testing was performed.